Manufacturer narrative:
(B)(4) results: (other) - visual inspection of the lens showed surgical residue and one haptic was torn.

Event description:
The surgeon implanted a silicone lens model aa4204vl and was damaged during insertion. The lens was removed without pt injury and the surgeon used a three piece lens.